Manufacturer narrative:
H6: correction: clinical code. H6: additional information- (appropriate term/code not available): user error. The actual sample from the reported event was not returned for evaluation; however, the customer provided avanos with a tracing of the incident. The avanos corview cross-functional team reviewed the provided tracing and agreed that the provided tracing showed the tube entered the upper-left quadrant of mu screen, which indicated a potential lung placement; additionally, the tracing did not follow an atypical placement pattern in any view including the anterior, lateral, or cross-sectional views. The customer also reported the operator of the cortrak 2 eas, in this incident, was a new operator ¿new user, has done about 6 tube placements with cortrak¿. Therefore; based on the clean DHR, the tracing showing the tube tip entered left lung area, and the fact that neither of the tracings showed an atypical placement pattern; it was determined the root cause of this incident was user: incorrect use. The device history record for lot 21090591 was reviewed and the product was produced according to product specifications. All information reasonably known as of 17 apr 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 13 mar 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
A lung placement was reported, without a pneumothorax. There was no report of medical intervention nor of the patient¿s condition. Additional information received 16feb2023 reported, the patient was intubated at the time of placement; a left lung was confirmed via x-ray. The tube was removed, no other medical intervention was reported.